Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a procedure. According to the complainant, during the procedure, while using the spyscope ds, it was noticed that the working channel sleeve protruded. No part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.